Manufacturer narrative:
The customer did not supply patient demographic such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess the instrument's performance. The fse verified that the customer had replaced the sample pipettor with a new one and had performed a passing carryover test. The fse also performed post-repair verification testing all of which passed within published instrument specifications. In conclusion, a hardware malfunction of the sample pipettor was the cause of the elevated non-reproducible access accutni+3 result obtained by the customer.

Event description:
The customer reported obtaining an elevated non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The customer reanalyzed the patient's sample three (3) additional times on an alternate access 2 immunoassay system and obtained significantly lower access accutni+3 results within the normal reference range of the assay. The initial, elevated access accutni+3 result was not released from the laboratory as it was questioned. There were no reports of change to or impact to patient treatment in conjunction with this event. Assay quality controls (qc) and calibration were passing within laboratory and assay specifications prior to the event. During troubleshooting with the beckman coulter (bec) hotline it was determined that the sample pipettor tip was bent. It is unknown how the pipettor tip became bent. The customer attempted to fix the bent probe manually but the following carryover test failed. Bec hotline then assisted the customer with replacing the sample pipettor and performing a new carryover test. The patient's sample was collected in a lithium heparin tube with a gel separator which was then centrifuged for five (5) minutes at 6,000 rpm (revolutions per minute) at room temperature. The sample was then aliquoted to and sampled from a 1 ml (milliliter) sample cup. There were no reports of sample integrity issues in association with this event. A bec field service engineer (fse) was dispatched to the customer's laboratory to assess the instrument's performance.